Manufacturer narrative:
The module did not show any hardware issues but the customer still had questionable ldhi2 results. The alarm trace showed more than 300 sample clot alarms on all composed modules and the sample foam detection camera on e801 showed obstacles in a lot of pictures. The investigation determined the event was due to a preanalytic issue (sample quality) at the customer site. Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The customer now runs the assay in duplicate. On (B)(6) 2023, the reporter replaced the reagent pack as the qc had drifted again.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results from the cobas 8000 c702 module. The initial results were reported outside of the laboratory. The reporter stated approximately 17 questionable results had to be recalled as the qc results were running with a +2 standard deviation (sd) bias. They recalibrated the reagent pack a couple of times which gave acceptable qc results. The reporter was able to provide 10 examples of discrepant results. Please refer to the attachment "pt-79348" for the table containing these results. The reagent lot number is 654860. The expiration date was requested but not provided.